Event description:
Complainant alleged that the device's pacer knob fell off and they were unable to pace. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.